Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that the failure was resolved, asked the customer to log in and inventory the medications in the drawer, and the inventory process completed smoothly, inspected the rear of the auxiliary unit and found no issues. The customer likely did not have the required permissions to perform the recovery. The customer successfully inventoried all medications in the drawer. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 5 in the cmcpreop failed and did not allow the facility to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.